Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73g1500451 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The doctor found the clip was popped out of the automatic applier. The clips were tension-free which caused the clip not to load in the jaw. The doctor tried 2 more appliers with same issue. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Corrected lot#: 01k1200626. Per DHR the product auto endo5 ml, lot # 01k1200626 was manufactured on 11/05/2012 a total of (B)(4) pieces. Lot was released on 11/07/2012. DHR investigation did not show issues related to complaint. The failure mode "clips fell from applier" was unable to be confirmed with the pictures. No other defects were observed. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production (p/n 543965 autoendo5 ml) lot # 73d1700069, the samples were functionally inspected, and issue reported "clips fell from applier" was not observed in the current manufacturing process. Failure mode "clips fell from applier" was unable to be confirmed with the pictures,therefore corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation & determine root cause.

Event description:
The doctor found the clip was popped out of the automatic applier. The clips were tension-free which caused the clip not to load in the jaw. The doctor tried 2 more appliers with same issue. The patient's condition was reported as fine.